Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned all tip clamps, plunger clamps and sleeves in the problem area of the pipetter assembly. The fse installed a new tip clamp. The instrument was inspected, tested without further problem, and returned to service.